Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the patient was hospitalized due to high blood glucose. Customer's blood glucose was 420 mg/dl. The customer's mother stated that patient has been sick and got cold. Customer was admitted to hospital on (B)(6) 2015. The customer stayed in the hospital until blood glucose was stable and then was release. The customer's mother stated that the insulin pump is working as designed. Customer declined to do troubleshooting at the time of call.